Event description:
Advanced bionics was notified that the recipient passed away on (B)(6) 2022 following reimplantation surgery. Advanced bionics has not received information on the cause of death. It is known that the recipient had a history of meningitis and leukemia prior to initial implant on (B)(6) 2019. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Through our investigation it was reported that the recipient passed away from septicemia with multi-visceral failure of infection by the germ of pulmonary pyocyanin. The recipient was reportedly a carrier of the germ pre-operative. Our review of the device history revealed no anomalies. Therefore, it is believed that this recipient¿s death was likely due to an infection that was pre-existing and not device or surgical related. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.